Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that the patient was "having a heart attack" with a heart rate that was "very high" in the prior month, and that the patient was hospitalized. The patient inquired why the implantable cardioverter defibrillator did not deliver therapy and correct the heart rate. The patient also reported feeling that the device has "slipped in position". The device remains in use. No patient complications have been reported as a result of this event.